Event description:
It was reported that metal tip of the distal end dropped during the sterilization.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.